Event description:
The customer inflated the balloon several times as it was observed to be eccentric during set-up, at which point the balloon ruptured.

Manufacturer narrative:
Evaluation summary: the initial report of eccentric balloon cannot be confirmed, however analysis did confirm balloon rupture. Both proximal and distal windings are in good condition, however, the balloon was found to be ruptured in the central area. Although the root cause cannot be determined, there is no evidence of latex deterioration on the balloon. It is unclear why the customer inflated the balloon ¿several times¿ when balloon eccentricity was noted and if the maximum recommended inflation volume was exceeded. A device history record review was completed and documented that the device met all specifications upon distribution.